Event description:
Patient on bilevel positive airway pressure (bipap) with high leak - patient has a beard and the mask he wants to wear is too large so he has a large leak. However the bipap does sound like extra air was coming out around inspiratory port and it felt a little loose, so switched out to see if this was issue - leak is still high post change out but patient states it feels much better - not 100% sure if the bipap is actually malfunctioning but changed out just in case. Manufacturer response for ventilator, philips (per site reporter). Spoke with philips technical support in regards to this clarity and the repairs/testing performed. This has been documented under case # (B)(4).